Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlets, tandem charging cable and wall adapter, and alternate cables and adapters, and charging connection was not recognized although pump did not shut down and remained able to power on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and was sent in-warranty replacement pump with instructions to return malfunctioning pump using prepaid label within 10 days.